Event description:
(B)(6). The customer declined to provide any other patient information.

Event description:
The customer reported that 166 minutes into the collection procedure, a leak was noted on the tubing by the connection; 200ml had already been collected into the plasma bag. All bags were immediately sealed and the procedure was stopped. No medical intervention was necessary for this event. The customer was unwilling to provide patient information. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
(B)(4). Investigation: the cobe spectra disposable set was returned from the customer. The set was visually inspected and a leak was confirmed at the slip fit luer connection. Root cause: this type of leak may be related to: a build-up of pressure in the plasma line. Potential causes for a build-up in pressure include a procedural error whereby the operator clamps the line above the connector during collection causing pressure buildup and resulting in a leak at the luer. A loose fitting slip fit luer (manufacturing defect).

Manufacturer narrative:
(B)(4). A review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of this lot showed one other similar occurrence at the same customer site. Based on the trend review and the other occurrence being at the same customer site, this is likely an operator dependent failure mode.